Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: during the case, when the pouch was expanded in cavity, it was tore. The fallen piece could be retrieved. Another device was used to complete the case.